Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed with the exposed portion of the soft cannula stretched and flattened out of specification. During fluid path testing, fluid was able to flow freely with no signs of an occlusion or blockage but was observed leaking from a tear on the unexposed portion of the soft cannula. Based on no evidence of fluid ingress, the tear on the unexposed portion of the soft cannula was not present during device operation and was a result of the event that caused the stretched exposed portion of the soft cannula. The timing and cause of this soft cannula damage could not be determined. The data download returned an 0x14 alarm code, which indicates that an occlusion occurred during device operation. Timeouts were observed in conjunction with the occlusion alarm. Inspection of the drive mechanism components found no damages or deficiencies that would result in an occlusion alarm. The exact cause of the 0x14 occlusion hazard alarm could not be determined.

Event description:
A patient reports while wearing a pod for longer than 48 hours their blood glucose level had rose to over 400 mg/dl.